Event description:
Reportable based on device analysis completed on 14jan2022. A 12mm x 40cm interlock-35 was returned with no reported issues. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
Date of event: an estimated date based off the aware date as the exact event date was not reported. (B)(6). Device evaluated by MFR: only main coil was returned for evaluation. Visual inspection revealed that the returned coil was found kinked and severely stretched. No more damages were found in the device. Microscopic inspection revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil that could be measured was performed and were within specification.